Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace a blown fuse on the power control pcb. Fuse replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system c-arm would not power on. There was no patient injury reported.